Manufacturer narrative:
D6: added date of implant (B)(6) 2006.

Manufacturer narrative:
The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to aneurysm enlargement.

Event description:
The following publication was reviewed: risk factors and treatment outcomes for stent graft infection after endovascular aortic aneurysm repair. This study aimed to retrospectively analyze the incidence, risk factors, treatment strategies, and outcomes of postoperative stent graft (sg) infection after endovascular aneurysm repair (evar). Methods: a retrospective review of patients with evar for infrarenal abdominal aortic aneurysm (aaa) at the institution between july 2006 and december 2014 was performed. Regarding data collection and definitions, sac enlargement was defined as an increase in diameter of >0.5 cm. For patients with sg infection, secondary procedures performed before the diagnosis of infection were analyzed. Results: 1202 evar cases were analyzed in this study. The mean age was 76.4 ± 8.2 years, and 977 (81%) were male. 662 out of 1202 cases were treated with gore® excluder® aaa endoprosthesis. During a follow-up, 1187 out of 1202 cases did not experience sg infection. The mean age was 76.4 ± 8.2 years, and 963 (81.1%) were male. 655 out of 1187 cases were treated with gore® excluder® aaa endoprosthesis. Regarding the no sg infection cases, midterm events were described as follows: migration (n=9), type I endoleak (n=48), type ii endoleak (n=287), type iii endoleak (n=6), type IV endoleak (n=1), type v endoleak (n=30), sac enlargement (n=193), secondary procedure (n=116). Risk factor analysis section reported that multivariate analysis revealed hypogastric artery embolization at the time of evar was statistically associated with sg infection (or 3.22; 95% ci 1.12-9.24; p=0.029). This event captures sac enlargement (n=193) in the non sg infection group. It is unknown if these events occurred on the patients treated with gore® excluder® aaa endoprosthesis. Additional event-specific information was requested by gore, but was not provided.